Event description:
On (B) (6) 2010, patient reported that about 5 months ago, he felt insulin being delivered without programming a bolus. Patient stated he saw the display screen was blank, but the infusion device was making noise like it was priming. Patient reported he disconnected the infusion tubing at his infusion site and stated insulin was coming out rapidly and continued for about 10 seconds before it stopped. Patient stated, he took the infusion device off and checked his blood glucose because he was feeling weak and light headed. Patient reported his blood glucose was below 70 mg/dl, so he self treated by drinking a glass of orange juice and then ate supper. Patient stated the low blood glucose was not severe. Patient reported he installed a new battery, changed the insulin cartridge and infusion set and programmed a bolus without the tubing attached to his site; infusion device worked correctly. Patient stated, he reattached to his infusion site and the infusion device has been working fine ever since. He has never replaced the battery cap. Educated him on replacing the battery cap with every 4th battery change as well as the adapter with every 10th cartridge change. He does not have any idea how much insulin was delivered unintentionally. He did not check the bolus history, but says he has never noticed any discrepancies in the history against what he programmed. Patient reported the infusion device has been submerged in water several times so it is possible it had gotten wet. Patient's normal blood glucose ranges are 70-90 mg/dl in the morning, 120-150 mg/dl in the mid day and 110-130 mg/dl at supper time. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.